Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the link electronic module (lem) printed circuit board (pcb) was out of electrical specification, as a result the main lem pcb was replaced. Concomitant products: product ID 2067l radio frequency programmer head. (B)(4).

Event description:
It was reported that the programmer/wand interface demonstrated intermittent telemetry. Follow-up determined that the programmer head had been changed out and the situation had not improved, and that pressing against the wand cable where it entered the programmer improved telemetry. The programmer was returned for service. No patient complications have been reported as a result of this event.